Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: ¿dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions.¿ device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 4 of 6 mdrs filed for the same event (reference 1825034-2014-08786 & 08799 / 08800 & 09041 / 09043).

Event description:
It was reported that the patient underwent right total hip arthroplasty on (B)(6) 2011. Subsequently, the patient underwent revision procedures on (B)(6) 2014 and (B)(6) 2014 due to dislocation. Patient underwent a further revision procedure on (B)(6) 2014 due to recurrent dislocation.

Manufacturer narrative:
(B)(4). Medical devices: echo femoral 12x14 catalog 192012 lot 963430; ; ceramic biolox ;femoral head catalog 650-1055 lot 929830; ceramic type 1 taper catalog 650-1066 lot 729930; active articulation bearing catalog xl-200156 lot 233560. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a second right hip revision procedure due to recurrent dislocation approximately two weeks after the initial revision. The femoral head, taper adapter and acetabular components were removed and replaced. No additional information is available